Event description:
The event is reported as: complaint alleges: "the trigger came in contact with the housing (hit against the edge of the housing) while it was depressed." The stapler was returned with a damaged pawl. No patient injury reported.

Manufacturer narrative:
A visual inspection was performed. From the picture it was observed that the device has a broken pawl's post. No other defects were observed. A device history record (DHR) review could not be conducted since the lot number was not provided.